Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is reporting on behalf of (B)(4).

Event description:
A customer from USA reported: "nurse reported that the pump just stopped without an alarm by the nurse. The nurse came in to the room and saw that the bp had dropped systolic 50. Delay in therapy: unknown. Need for medical intervention: unknown. Human harm: unknown".